Event description:
Healthcare professional reported no complaint against left device. Healthcare professional later reported capsular contracture, baker grade unknown. The device has been explanted and replaced.

Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: ¿ capsular contracture: unable to confirm as it is a medical event not related to the device. Additional observations: ¿ crease flat observed. ¿ wear abrasion observed. ¿ white particles on the surface of the shell. No further actions are required as the device was implanted.

Event description:
Healthcare professional reported no complaint against left device. Healthcare professional later reported capsular contracture, baker grade unknown. The device has been explanted and replaced.

Manufacturer narrative:
Additional, changed, and/or corrected data: h6.

Event description:
Healthcare professional reported no complaint against left device. Healthcare professional later reported capsular contracture, baker grade unknown. The device has been explanted and replaced.

Manufacturer narrative:
Initial report email: (B)(6). Additional phone: (B)(6). Location 1: (B)(6). Phone: (B)(6), . Fax: (B)(6). Location 2: (B)(6). Phone: (B)(6). Fax: (B)(6). The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. A review of the device history record has been completed. No deviations or non-conformances noted. Reason for reoperation: contra-lateral side capsular contraction baker grade iii/IV.